Event description:
The sister of a pt contacted lifecor customer support to report that the monitor would not power up. Upon reviewing a recent pt download, it was noticed that this monitor was giving "discharge profile faults". Support sent a pt services representative to replace the patient's monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor had been completed. The reported problem (device would not start up) was confirmed. The cause of the reported problem was a defective r46 on the defibrillator pca within the monitors. R46 is the discharge resistor. The unit also had a shorted capacitor bank. The power supplies on the ca board were shorted. Both the defibrillator and ca board were replaced. The monitor was retested and restocked. The root cause of the defective r46 is unknown, but is likely random component failure. No adverse event resulted form the monitor failure. The pt received a replacement monitor.